Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 was set up for st mode ventilation for a patient and passed the circuit test. However, when changed to a new patient it was saying no oxygen supply and it failed test completely. No patient harm. Patient was transferred to alternative ventilation (bagged and vent. Replaced). Patient remained stable on 28% oxygen.

Manufacturer narrative:
Device evaluation: results of investigation: field service technician discovered an issue with the insp block sensor cable that connects the main electronics board to the insp block. It is possible that a failure with this cable can cause inconsistencies with the o2 supply pressure readings and the fio2 percentage readings. From the logfile it can be seen that after the replacement of the cable, o2 flow scale points were able to be completed successfully. Ventilation was performed using verification settings and there were no further alarm 271 observed in the logfile. It is possible that the insp block sensor cable may be causing a miscommunication during ventilation and causing the above calibrations of the o2 flow scale points to fail. Root cause failure: possible root cause maybe a damaged insp block sensor cable may be causing the failure.